Event description:
It was reported that cgm graph was missing from pump home screen and pump unlock buttons appeared different, even though pump had not just come out of storage mode or reset and customer had an active sensor session and could upload pump data. There was no reported impact to the customer¿s blood glucose level. Technical support investigated and determined that pump had performed a reset that caused cgm to disconnect, then followed up with customer to explain findings, and customer understood and acknowledged information.